Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that out of range quality controls and discordant, falsely elevated concentrated carbon dioxide (co2_c) patient results were obtained on an advia 1800 instrument. A siemens customer service engineer (cse) was dispatched to the customer site and inspected the instrument. The cse performed a full system check, rebuilt the vacuum pump to address diminished vacuum, performed water decontamination, rebuilt all vertical pumps, verified probe and mixer alignments, and verified proper wash at the reaction tray wash unit (wud) and dilution reaction tray wash unit (dwud) stations. Then the cse ran quality controls to assess assay performance and acceptable performance was observed. No other issues have been reported after the service visit. The cause for the falsely elevated co2_c patient results is unknown. The device is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated concentrated carbon dioxide concentrated (co2_c) results were obtained on multiple patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the initial instrument and lower results were obtained. The repeat results were reported as correct results to the physician(s). There were no delays in results impacting patient care. The customer provided an example for one affected patient. There are no known reports of patient intervention or adverse health consequences due to the out of range qc and the discordant, falsely elevated co2_c results.